Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy with intestinal reconstruction under low colorectal anastomosis and ileostomy in protective thread, the staple warhead closed before the staples were fired. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. The anvil cutting ring showed deep traces of knife impression and the ring was received partially severed. The anvil of the instrument was observed to be tilted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colorectal anastomosis during a laparotomy with intestinal reconstruction under low colorectal anastomosis and ileostomy in protective thread, the anvil tilted prematurely before the staples were fired. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colorectal anastomosis during a laparotomy with intestinal reconstruction under low colorectal anastomosis and ileostomy in protective thread, the anvil tilted prematurely before the staples were fired. Another device was used to complete the case. There was no patient injury.